Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check that the cardiosave intra aortic ballon pump(iabp) had helium leak. No patient involved.